Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. They tried the second time to attach but the capsule but it did not attach to mucosa and was found in the outer lip/cheek area. There was no reported patient outcome.